Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and panasonic dmc tz8 digital camera. We found visible wear marks of the initial threads. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: there are no hints of a pre-damage or similar. Without further knowledge about the circumstances we can not determine the exact cause. A material defect can be excluded. There is the possibility that the product was attached at an incorrect angle. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During lumbar fixation the locking screw would not lock into the polyaxial clamp at l5. New screw was used and it did not lock. Procedure was completed without locking the screw into the polyaxial screw head. No significant delay was reported. There was no patient injury reported. No additional intervention was required. Two med watch reports filed for this incident include: 30035673311-2016-00119, 30035673311-2016-00120.